Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: an actual sample was returned for evaluation. Upon visual inspection, there was evidence that the needle had been swaged. There was suture remnant left in the hole suggesting that the suture clipped off the needle. Conclusion: a representative sample was returned for evaluation. The sample was visually and functionally examined for strength and met requirements. Additional information: the actual device batch number associated with this event is not known. The following possible batch number was reported: batch hb2067.

Event description:
It was reported that a patient underwent a right femoral endarterectomy on (B)(6) 2014 and suture was used. During the procedure, the suture detached from needle prematurely. The procedure was completed with a like device. No patient consequences were reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).